Event description:
Neonatal nurse practitioners (nnp) placed a central line PICC on baby. Vygon 24g 2fr 30cm PICC inserted to 18 cm, pulled back to 15cm, second x-ray showed catheter tip looped and line pulled back to 5cm and reinserted to 10cm. X-ray taken and noted tip over the medial aspect of the lower part of the arm and decision to leave as midline. Nnp went to remove hub with guide wire, and the guide wire disconnected from the hub. The nnp held the wire in place so it could not retrack, and the guide wire would not pull out from catheter. The decision to remove the entire catheter with guide wire was made. Tip of wire and tip of catheter were intact and present with tip of wire measuring 2cm longer than the catheter. Another PICC of same size opened to compare length to disconnected wire and they measured the same length. Md notified and inspected the line as well. No concern that the tip of catheter or guide wire broke.